Event description:
It was reported there were high impedances read during a replacement procedure for the implantable neurostimulator. It was stated the impedances were "abnormally high between the electrodes and the device." The impedances were between 35,000 and 39,000 ohms. It was noted the impedances "between the electrodes were normal." The impedances were checked an hour later and the impedances "between the device and electrodes" were between 2,300 and 3,400 ohms. The cause of the initial high impedances was unclear. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
Supplemental submitted to correct conclusion codes.

Event description:
Additional information stated the impedances were checked again on (B)(6) 2013 and they showed ¿normal¿ values. It was also reported there were no health hazards to the patient.